Manufacturer narrative:
The user was reportedly evaluated in the emergency room for a hypoglycemic episode while using the ilet. This type of event can require urgent medical assessment; however, the available information is limited because follow-up attempts were unsuccessful. Engineering log review did not identify any device malfunction alerts, but the reported event date could not be confirmed and the available engineering logs covered only (B)(6) 2025. The available device data did not show significant hypoglycemia, and without a confirmed event date, additional clinical details, or more complete device data, a clinical assessment could not be performed. Based on available information, no device malfunction was identified and the cause of the reported event remains unknown. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on an unknown date the user experienced a hypoglycemic episode resulting in an ER visit. Treatment details and outcome details were not provided. No long-term health effects were reported.